Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity."

Event description:
It was reported that patient underwent a limb salvage procedure on (B)(6) 2013. During a follow examination, it was discovered that the anchor plug fractured inside the femoral canal. There has been no reported revision procedure to date.